Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the peripheral vein using the antegrade approach. The 80% stenosed target lesion was located in a shunt in the moderately calcified and mildly tortuous left forearm vessel. After a 0.018mm x 100cm non-bsc guidewire crossed the lesion, a 6.0mm x 40mm x 40cm sterling balloon catheter was advanced. The balloon was inflated four times: first inflation at 6 atmospheres; second inflation at 8 atmospheres; third inflation at 14 atmospheres but it ruptured on the fourth inflation at 14 atmospheres. Since it was noted under angiography that the lesion was reasonably dilated, the procedure was completed with this device. No patient complications were reported and the patient's status was good.